Event description:
Pt revised because of patella pain. Removed soft tissue and realigned patella.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. Product info required to review the device history was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported pain based on the provided info. However, provided info suggests pt soft tissue was a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.